Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached during use on a patient. The healthcare facility further reported that the cannula was replaced to continue the therapy. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details were not received from customer. Section h4: device manufacturer date details were not received from customer. Method: the subject device, ojr418 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information provided by the healthcare facility, evaluation of the return device, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject device confirmed that the right-side tube was detached from the cannula tube joint with visible glue residue on the inside the cannula tube joint. Conclusion: based on the device inspection and information available, the cause of the reported fault was the cannula tubing being pulled apart by the patient. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr418 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr418 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details were not received from customer. Section h4: device manufacturer date details were not received from customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in illinois reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached during use on a patient. The healthcare facility further reported that the cannula was replaced to continue the therapy. There was no reported patient consequence.